Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hosp reported that during reprocessing and sterilization, the bom 7mm extended length endoscope had a chipped lens. There was no pt involvement.